Event description:
Spontaneous. Home health nurse called stating that he was infusing patient's gamunex-c and the bag used to place the gamunex-c in started leaking. There was a slice at the bottom of the bag which caused a 100-150ml loss of gamunex-c. Nurse stated patient did not want another dose or makeup and will just infuse next infusion at scheduled time. Nurse stated the IV bag gravty 3leg 1000ml stamped 1821y from order guide number: (B)(4). Nurse stated that he would call mdo to advise as well. No issue with gamunex-c, only the bag, no missed dose (although pt received partial dose) or adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by: health professional.